Manufacturer narrative:
The insulin pump was received with a compromised force sensor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform functional tests including displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor error test or excessive no delivery test due to compromised force sensor error alarm. Unit had a missing end cap sticker, a cracked case at the display window corner, a minor scratched lcd window, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 145 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.